Manufacturer narrative:
Additional information: section h imdrf annex codes a review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 21-may-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the patient¿s profile was not showing in the pyxis system. A technical support specialist (tss) dialed into the server and confirmed all configuration settings were correct. Verified the patient was visible on the station. No updates were available in case notes and attempts to contact the customer were unsuccessful. As the issue was resolved and the case was closed. The system functioned as intended after the technical support specialist trobleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es patient¿s profile was not showing on the pyxis. The customer stated there was a delay to the patient's workflow. There were no adverse events or injuries reported based on this event.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es patient¿s profile was not showing on the pyxis. The customer stated there was a delay to the patient's workflow. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.